Event description:
It was reported that during a rotator cuff repair procedure, the expressew iii needle device had an unspecified malfunction while in use with the expressew iii ac+ gun device. During in-house engineering evaluation, it was determined that the needle device had a fragment jammed at the lower jaw of the expressew iii ac+ gun device; and that the needle was lodged on the device shaft. Another like device was used to complete the procedure. There was patient involvement. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: the lot number was unknown. D4, g1, h4: the lot number was unknown; therefore, the expiration date and device manufacture date were unknown. Investigation summary: the product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted visual inspection of the returned device. Visual inspection found that expressew iii needle pk5 had a fragment jammed at the lower jaw of the expressew iii ac+ gun. The needle was lodged on the device shaft. A functional test was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the expressew iii needle pk5 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to maintenance of the device that would lead to bio-debris build up inside the expressew shaft causing the needle to become jammed. As per IFU, use instructions are provided. Cleaning and maintenance instructions are provided, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.